Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, since the second firing, the opening and closing of the tip were unable to be performed. The procedure was completed with another device. There was no patient injury.